Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the device would not cauterize, and bleeding was observed. The surgeon decided to convert to open leg procedure. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided by the hospital.